Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not turning on. The customer¿s blood glucose was 112 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display. After further review of the device's interior, the aa battery connector was not plugged into its socket. During power up after plugging this connector back in, the middle (enter) keypad button did not respond to keypad presses. Did not note any signs of previous moisture presence on the boards and motor inside the device. After swapping the boards into another case and then swapping a known good electrical board onto electrical board, the keypad anomaly persisted and seems to be isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the keypad anomaly. The middle (enter) keypad button is cracked.